Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2011 21:27:58. Sensing - oversensing 3 - ventricular nst<=200 ms average v-cycle between (B)(6) 2011 13:39:36 and (B)(6) 2011 17:36:04. 1 - vf=180 ms average v-cycle on (B)(6) 2011 13:39:37. Sensing - interference/noise ventricular short interval count v-sic=17.1 counts avg/day, in 17.16 days, between (B)(6) 2011 09:58:06 and (B)(6) 2011 13:53:35.

Event description:
It was reported that the right ventricular lead was oversensing. It was also noted that it was placed very close to an existing right ventricular defibrillation lead. The lead remains in use. No patient complications have been reported as a result of this event.